Manufacturer narrative:
Event date was sometime in (B)(6) 2018. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponges were found separated from eight (8) minicaps. This occurred before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Eight samples were received for evaluation with the aluminum foil peeled. A visual inspection performed with the naked eye verified that the sponges were found fully separated from the cap. The reported issue was verified. The direct cause of the event was determined to be mishandling during distribution and over-sized tertiary package. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.